Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was time was off by one hour due to not changing the pump time during daylight savings. The customer reported this to be use error. Tandem technical support assisted the customer with correcting the time. Blood glucose was 425 mg/dl.